Event description:
It was reported that a capture anomaly was noted. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.